Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the master tool manipulator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a training/demo of the da vinci system, the customer called during a training session to report a 32089 fault on the right master controller. The customer had already performed several power cycles, including a hard power cycle on the console, without resolving the fault. Technical support engineer (tse) attempted to review the issue but could not confirm the error or console involved due to incomplete system logs. There was no report of patient involvement or there was no report of patient injury.